Manufacturer narrative:
Submit date: 07/12/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on 06/15/2016 that a patient died at home in their mother's care. Patient was fed with a joey kangaroo pump and 1000 ml bag. The patient received the following feedings: 480 ml/day, which include 4 bolus feeds at 9, 12, 3, and 6 pm at a rate of 60ml/hr. In addition, the patient was fed on a continuous night feed of 48ml/hr for 10 hours (total 480 mls). Overall, the patient is fed 960 ml per each 24 hour period. Patient was fed via g-tube. Currently, it is unknown if pump is connected to patient's death. Cause of death is currently unknown.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿no identifiable malfunction¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.